Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. However, an engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when turning the patient, the pressure tubing of this disposable pressure transducer separated from the connection with the access catheter even tough there was not an abnormal amount of tension. Therefore, blood leaked from the insertion site. User applied pressure to the insertion site to stop bleeding without success while the other user pushed the tubing back together. Replacing the dpt the issue was solved. The device was not available for evaluation. The device was not available for evaluation, since it was discarded at hospital.